Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6), md. History and physical. Sent in consultation by dr. (B)(6) from the emergency room; seen for abdominal pain. CT scan showed multiple incisional hernias, containing omentum and colon. Relates abdominal pain following work, involves a lot of lifting. History of pancreatitis, gastroesophageal reflux disease, appendectomy over 20 years ago, tubal ligation 1998, pseudocysts with internal drainage, laparotomy for pancreatitis; cholecystectomy. Alcohol; drinks occasionally, works as supervisor at walmart. Weight 156 lbs., bmi 27.26. Examination: abdomen; upper abdominal midline incision with several palpable defects and a nonreducible mass to the right of the upper part of the incision. Diagnosis: incisional hernias containing colon and omentum. Plan: repair with mesh following mechanical and antibiotic bowel preparation. Advised of the purpose, potential benefits and significant risks of the procedure, including but not limited to bleeding, infection and injury to adjacent structures or organs. Indicates understanding and acceptance of these risks and gives informed consent. The patient was seen and evaluated. There has been no significant interval change [dated (B)(6) 2012 ]. [Missing records: records for the CT scan showing the ¿multiple incisional hernias containing omentum and colon¿ were not provided.] (B)(6) 2012: (B)(6), md. Operative report. Assistant surgeon: (B)(6), md. Anesthetist: (B)(6), crna. Anesthesia: general endotracheal. Preoperative diagnosis: ventral hernias. Postoperative diagnosis: ventral hernias. Procedure: ventral incisional hernias with mesh. Indications: the patient is a 50-year-old woman who had multiple laparotomies for severe pancreatitis. She presented to the emergency room with a nonreducible epigastric mass and abdominal pain. A CT scan showed multiple incisional hernias, some containing transverse colon. The hernia was manually reduced and she was referred for elective surgery. Findings: there were multiple defects surrounding an upper abdominal midline incision. There were at least eight discrete defects; the largest was approximately 5 cm in diameter and the smallest approximately 2 cm. Procedure: ¿the patient was prepped and draped in a supine position. An upper abdominal midline incision was made through the preexisting scar. The hernias were identified and dissected away from the subcutaneous tissue and off the fascia sequentially until all defects had been identified and the hernias reduced. The peritoneum was stripped from the posterior rectus sheath circumferentially around the incision for a distance of at last 3-4 cm past the most lateral defects. A composite gore-tex mesh patch was selected and fashioned to completely cover all defects. It was sutured to the fascia in a preperitoneal position with interrupted parachute sutures of number 0-prolene. The fascia was not amenable to closure over the mesh. A 10 mm jackson-pratt drain was placed in the subcutaneous tissue overlying the fascia and the subcutaneous tissue closed with interrupted sutures of number 3-0 vicryl. The skin was closed with skin staples. The drain was secured, brought out through a stab wound inferior to the main incision and secured to the skin with number 2-0 silk .¿ (B)(6) 2012: (B)(6). Implant record. Dual mesh plus. W.l. Gore & associates. Model/catalog number: 1dlmcp04. Lot number: 6971729. Expiration date: 6/12. Quantity [sic]: midline abdominal. Size: 15 cm x 19 cm . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/6971729) was implanted during the procedure. (B)(6) 2012: (B)(6). [Illegible signature]. Discharge instructions. [Handwritten sections]. Regular diet, advance as tolerated. Activity; non strenuous, no straining, no lifting greater than 15 lbs. Follow up dr. (B)(6) 1 week. Please call dr. (B)(6) if you have any of the following; fever greater than 101, yellow discharge from wound, increased pain or discharge at the surgical site, increased redness at surgical wound. Change dressing; no showering, call dr. (B)(6). Do not drive for 24 hours, do not make legal decisions for 24 hours. Percocet 5/325 one or two tablets by mouth every four hours as needed for pain. [Date assigned; date covered by patient label ]. (B)(6) 2016: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: recurrent incisional herniorrhaphy with ventralex patch. Anesthesia: laryngeal mask airway. Estimated blood loss: 30 cc. Specimens: none. Findings: a 6 cm defect on the inferior apex of the previous herniorrhaphy site. Drains: none. Complications: none. Operative note: ¿the patient was placed on the operating table in the supine position. The patient¿s abdomen was prepped with chloraprep solution in the usual sterile fashion. Sterile drapes were placed to exclude the operative field. An initial incision was made around the umbilicus using a 10 bladed scalpel. I then dissected my way down through the subcutaneous tissue. Once I got down to the hernia sac, I then dissected circumferentially around the hernia sac until I got to the facial edge. I then dissected out the hernia sac and delineated the fascial edges. It appeared that the composite mesh used, gortex, was pulled away from the abdominal wall inferiorly. I then used a prolene suture to fixate the mesh in this area to pull ____[sic] through the tissue. I then went ahead and delineated the fascial edges circumferentially using electrocautery. Once the total area was defined, I did not palpate any other hernias above or below. I then cleared away some of the underlying small bowel adhesions to the mesh using metzenbaum scissors. Once this was cleared away from the mesh along the superior side of the hernia defect, I then had to use a couple of 3-0 silk sutures to reinforce the serosa, which was kind of beat up from the adhesions to the edges of the mesh. After this was repaired, I then went ahead and closed the defect transversely. First, I placed a large ventralex patch into the space, cut the straps off to appropriate length, and then sutured the straps at two points inferiorly at the 4 and 8 o¿clock positions and superiorly along the 10 and 2 o¿clock positions. I then went ahead and closed the defect incorporating the mesh with the repair using interrupted 0 ethibond sutures. I closed it transversely. Once these were all placed, I then tied them and cut them and then placed a couple of reinforcing stitches to some wider areas using 0 ethibond sutures. After this was done, I then went ahead and sutured the umbilical skin back down to the abdominal wall using 2-0 vicryl suture. I then closed the subcutaneous tissue using interrupted 2-0 vicryl sutures. I then closed the skin using running 4-0 monocryl suture. I injected 0.25% marcaine into the skin and soft tissue of the subfascial plane. The patient was then extubated, returned back to the recovery room in stable condition .¿ there is no mention of gore device removal in the records. (B)(6) 2016: (B)(6). Implant record. Patch hernia ventralize . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use warn: ¿improper positioning of the smooth, non-textured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 6971729. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2012, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on an additional procedure occurred (B)(6) 2016, whereby an additional surgery occurred. It was reported the patient alleges the following injuries: "mesh pulled away from abdominal wall inferiorly." Additional event specific information was not provided.